Event description:
On 09/20/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is not detecting pressure, and producing an error message. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached for supplier evaluation